Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation on the returned device revealed broken threaded tip. The device met all material specifications as received. Complaint's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device and/or using the incorrect screw with the driver (screw does not fully seat on the driver). This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the threaded part of the handle for the suture plate that goes into plate broke-off and remains in the patient. X-ray was taken showing the broken piece. Case was completed. Case was a humeral fracture repair. Follow-up investigation: the threads of the ar-14024 broke-off in the plate as surgeon was unscrewing from the plate. Fracture had been reduced and one screw was in plate. Surgeon did not want to remove the threaded end of the handle for fear of losing reduction. Proceeded and completed the case.